Event description:
It was reported that the colonovideoscope had e216 scope communication error code displayed during inspection fore use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.